Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was difficult to position into the atrial appendage. After multiple attempts, no pacing was observed even at an output of 10v and sensing was poor, with r-waves of only 0.5v. After more than 10 attempts to change the position, the lead was removed and a single chamber pacemaker was implanted with no ra lead. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the poor sensing and no pacing output observed during the implant procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was difficult to position into the atrial appendage. After multiple attempts, no pacing was observed even at an output of 10v and sensing was poor, with r-waves of only 0.5v. After more than 10 attempts to change the position, the lead was removed and a single chamber pacemaker was implanted with no ra lead. No adverse patient effects were reported. The attempted lead was returned for analysis.